Event description:
Reference number (B)(4). Event occurred in france. On (B)(6)2024, it was reported that the patient faced issue with the infusion set's tubing. Infusion set's tube had a crack. No further information available.